Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was unable to charge their ipg and the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported event that the ipg was replaced due to being end of life (eol) was confirmed. As received the returned ipg communicated normally with the lab charging system and passed a discharge test, where the ipg provided 48 hours of stimulation on a full battery charge. Since the device is 10 years old and provided more than 24 hours of stimulation on a full battery charge, it is deemed as eol. The ipg was functionally tested to manufacturing specifications using the auto tester and passed all tests.

Event description:
Additional information indicates the device is 10 years old and provided more than 24 hours of stimulation on a full battery charge; therefore, this device is no longer considered reportable.